Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a normal follow-up revealed this right ventricular (rv) lead had generated a yellow alert due to out of range shock impedance. Measurements showed the impedance measurements remained elevated afterwards. Boston scientific technical services (ts) suggested monitoring the impedance. The patient was checked by a health professional and will continue to be monitored. No further actions had been reported. No adverse patient effects were reported.